Manufacturer narrative:
Eval codes: method: lot number search. Results: (other) - a foam tip plunger lot number search was performed for similar complaints within the search and there were four similar complaints. An injector lot number search was performed for similar complaints within the search and there was four similar complaints. A cartridge lot number search was performed for similar complaints with the search and there were two similar complaints.

Event description:
The reporter stated that the surgeon was loading a competitor's lens in a mtc- 60cfp cartridge and the lens tore. The reporter stated it was due to the cartridge. There was no pt contact.